Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to medwatch report# (B)(4).

Event description:
Laparoscopic cholecystectomy- "epix clip applier ca500 misfired three times when in use for a lap cholecystectomy." Intervention - "another clip applier was used." Patient status- "no issues, patient was d/c'd"

Manufacturer narrative:
(B)(4). This report is to follow up with medwatch 4400150000-2015-8028 & (B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found dents along the shaft of the unit. Engineering actuated the device, the first clip misfired and the remaining clips loaded and closed properly. Engineering was unable to replicate the customer's experience of multiple misfires. The root cause of the improper clip loading was likely the dent on the bottom of the clip applier. The dent could increase the friction within the internal components. The root cause of the damaged shaft likely happened while removing the device from the tray packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical is currently investigating packaging enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.